Event description:
Customer reported that the clinical technologist has an agilia volumat pump with a bolus key not working and also has keypad deterioration of some of the buttons. The pump will be returned for evaluation. A follow-up report will be sent once evaluation is complete.

Event description:
The customer reported issue was confirmed during evaluation.